Event description:
The manufacturer received information alleging a ventilator failed a step during testing. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's flow path and blower motor were found to be contaminated with dust and dirt. The blower motor was replaced and the flow path was cleaned to address the issue.